Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to disable and re-enable (B)(6), close all applications, uninstall and re-install g5 application, manually enter transmitter ID, and re-pair the devices, which was unsuccessful. No additional patient or event information is available.